Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Death is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. It is unknown which of these were involved in the event.  The device was returned and will be analyzed and reported as required. Serial # (B)(4), catalog # 1407de. Device remains implanted.

Event description:
It was reported that this patient was admitted to the hospital with low flow alarms. "Pump starts" were recorded on the controller indicating loss of power on the controller. Log files were sent. The patient expired on (B)(6) 2016 due to brain hypoxia which was confirmed by CT scan. The site also reported that the patient was non-compliant. At the request of the coroner requested that the police conduct and manufacturer perform an investigation. No further information was provided.

Manufacturer narrative:
Controller- (B)(4) manufacturing date: 08/31/2012, expiration date: 08/31/2013. (B)(4) was returned for evaluation. (B)(4) was not returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of manufacturing records demonstrated that (B)(4) met all requirements prior to release. Log file analysis revealed losses of power to the controller and low flow alarms, confirming the reported event. Analyses of (B)(4) revealed that the controller met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the loss of power to the controller is a double disconnect of power sources. With review of the available information there  is no indication of any device malfunction or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event.  The pump will not be returned to the manufacturer. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.